Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. The customers blood glucose (bg) was ¿high¿; however, a specific value was not provided. Reportedly the customer administered a manual injection to address bg. Troubleshooting with tandem technical support indicated that pump battery was depleting normally based on settings and customer usage. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
D9, h3, h10, remove MDR codes 11, 3233, 4118. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. D9, h3, h10, remove MDR codes 11, 3233, 4118. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.